Manufacturer narrative:
No product was returned for eval. Two lot numbers were identified. It is unk which was worn on the left eye. The lot device history records were reviewed and show that all requirements were met. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Solicitor reports a pt was dispensed lenses, experienced some discomfort in the left eye and removed the contact lens. One week from the dispensing date, the pt woke with stickiness and discharge and could not open the left eye. The pt returned to the optician's office and was informed, he had sliced the top of his cornea and had an ulcerated cornea. The pt was referred to the hosp. The optician's office reports the pt was seen a week after dispensing of the lenses with a complaint of sore eyes. The pt showed infection and was advised to go to the hospital. The pt was seen six days later and the condition had improved. The pt was dispensed contact lenses of another brand, but was advised not to wear the lenses until seen by a doctor in the us as the pt was traveling to the us for an extended period of time.